Manufacturer narrative:
(B)(4). Investigation summary: two photos were received and evaluated. The photos showed two strips of five sealed 1ml ll syringes, confirmed to be from batch # 7240921. The packages were from cavities 01-05 and 11-15. The expiration date on the packages was observed to be partially cut off and some of the year numbers not easily legible, which is a rejectable condition per product specification. Potential root cause for cut off expiration date is associated with the packaging process. The packaging process was upgraded to be in compliance with the latest UDI requirements as of (B)(6) 2018. The lot and expiration date information is currently printed on the back of the top web using the new printing technology. No additional actions are recommended at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: released quantity was 302,400. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. There was an issue with cutoff expiration date and/or batch# during the manufacture of this batch. Adjustments were made and product requalified per applicable aql before production resumed. Batch 7240921 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment.

Event description:
It was reported that prior to use the syringe information on 180 packages were incomplete with a bd 1ml syringe luer-lok¿ tip. The following information was provided by the initial reporter, translated from (B)(6) to english: customer continuously found that the printing information of syringe validity was incomplete. Every time this problem occurred, there was a printing problem on one board. At first time, there were 40 syringes, at the second time the number was 50, and we had met another 90 syringes with the same issue on today.